Event description:
It was reported that the procedure was cancelled. Two angiojet solent catheters and an angiojet ultra system console were selected for use. During preparation, fluid was leaking out of the console where the catheters are attached. A check saline supply error displayed. The drawer did not initially close on the console. The procedure was cancelled. No patient complications were reported.